Manufacturer narrative:
(B)(4). It was reported that there was a hole in the packaging of the connection shield, not the actual product. A review of all batch record documents was performed for lot number 13j24h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A sample was received and evaluated. A visual inspection verified that there was an issue with the packaging since a hole was found in the seal on the pouch. The sample did not meet specifications related to the reported event. However, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a connection shield with povidone-iodine solution had a hole in an unreported location. The issue was noticed during use. The care giver (cg) switched out the device for a new connection shield upon discovering the defect. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation but has not yet been received. A batch review for the associated lot number will be completed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.